Manufacturer narrative:
Concomitant medical product: sedr01, ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead during high rate episodes. It was also noted that that a high number of mode switches had occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.